Manufacturer narrative:
Product event summary: the device was analyzed and no anomalies were found.

Event description:
It was reported that the external pulse generator (epg) was unable to pace normally. The epg was returned for servicing. There was no patient involvement.